Manufacturer narrative:
(B)(4). Batch # m56696. The analysis results found that one ec60 device was returned in good visual condition and with an ecr60d reload loaded in the device. The reload was received partially fired 1/16. The device was noted to have the firing mechanism damaged. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, the device could not fire on the second stroke of the first firing with an gold reload. The surgeon pulled the manual lever to open the jaws and another like device was used to complete the procedure. There were no adverse consequences for the patient reported.